Manufacturer narrative:
(B)(4). Reported symptom updated.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion during therapy of a sedative for the patient (medication, programmed amount and delivery rate unknown). The roller clamp was closed and the pump did alarm for the occlusion. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during therapy of a sedative for the patient (medication, programmed amount and delivery rate unknown). The roller clamp was closed and the pump did alarm for the occlusion. It was also reported there was no patient injury.